Manufacturer narrative:
E: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the sensor was unable to be zeroed out. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the error for low leak-co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. Based upon new information from onsite service, the reported issue has been confirmed to be low leak co2-rebreathing risk rather than sensor error, which was reported initially. Investigation summary updated to reflect new information. It was discovered that the error for low leak-co2 rebreathing risk had occurred. A field service engineer (fse) went onsite and discovered the error, "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. The fse determined the cause of the issue was a faulty gas module. The fse replaced the gas module to resolve the reported issue. The fse replaced the gas module to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: UDI (B)(4).